Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing was not conducted properly due to leakage from worn scope connector cover (s-cover) packing and forceps elevator. Subsequently, the materials were not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the water tightness was lost due to wear of the scope cover packing, the suction cylinder had no color, the plug unit was scratched, the distal end was shaved, parts were required for replacement due to annual inspection, water tightness of the forceps evaluator was lost, and leakages were found in the forceps evaluator arm cover and scope cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the duodenovideoscope had foreign material in the air/water tube, air/water cylinder, and forceps evaluator. There was no patient involvement.